Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 550mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also sated insulin pump had no delivery alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. The device will not be returned for analysis.